Manufacturer narrative:
The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the partial lead was returned in segments the analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 54.9 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to the patient receiving multiple shocks, which subsequently depleted the battery. The lead had an apparent fracture and was replaced. No further patient complications were reported as a result of this event. It was also reported that the lead had noise and oversensing. It was later reported the patient is still feeling "pins and needles" on the right side of the body and patient has not been able to sleep. Most recently, the patient further reported they have to watch where their right foot is put down or they will fall. Patient also reported having no feeling on the right side of body from foot up to chest. Patient stated they want the device removed so they will not receive another shock. Patient also stated "I just want to die".